Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the equipment presents air. The diet does not fill the equipment and does not prime until the gastrostomy.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on november 24, 2021. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue. As a result, the root cause and potential corrective actions could not be identified. This complaint will be closed with no further action at this time; if a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes. Correction made to section g contact office - manufacturing site.